Manufacturer narrative:
The pth stat reagent lot number was 64624101 with an expiration date of 31-jan-2024. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys pth stat (pth stat) on a cobas e 411 analyzer (rack system). The initial result was 15.7 pg/ml. This result was reported outside of the laboratory where it was questioned by the doctor who requested repeat testing. The sample was repeated with results of 83.2 pg/ml and 84.0 pg/ml. The repeat results were believed to be correct.

Manufacturer narrative:
The investigation did not identify any significant instrument issues. The sample/reagent probe liquid level detection (lld) voltage was within specification. Slight mechanical adjustments for the reagent positions were shifted and corrected. The bead mixer paddle was not spinning straight; this was readjusted for the reagent position. Several sample-related lld alarms were identified. A visual inspection of arriving patient samples showed under-filled primary tubes. Under-filled samples are a risk for improper sample quality as the ratio of blood and additives might not be as recommended and clotting inhibition or the clotting reaction could be affected. A visual inspection of centrifuged samples showed several samples with sample quality issues (serum and plasma samples with a tilted gel barrier, dried gel or droplets at the inner wall, and samples with a clear hemolysis or strong turbidity). Some of the aliquoted samples in false bottom tubes showed foam and bubbles on the sample surface along with droplets. The investigation determined the event was due to a pre-analytical handling issue. Correct pre-analytic sample handling is within the customer's responsibility.